Event description:
Available info suggests that the damage to the pump occurred while it was being transported from one hosp to another. Evidently it was not properly secured in the trunk of a car. As a result of the damaged connector, the pump was not available for use when needed. The pump has been repaired. No other action is indicated. Based on the nature of pump use and the available info, there is a low potential for pt injury associated with this type of occurrence. In this case another pump unit was not available at this hosp. The unit was serviced by a field svc rep. The connector on the pump control board came off during transit, which kept the vent valve open. The pmc2 plug on the board was reinstalled & tied down with a tie-wrap. The unit checked okay.